Event description:
It was reported that the pt did not know he was getting a rechargeable neurostimulator. Specifically, the pt was supposed to get a non-rechargeable device but during the implant procedure they initially put in a non-rechargable device but the pt could not feel their left side. A rechargeable was then implanted. The pt expressed frustration with the time commitment needed for recharging. His device setting was 1.5 volts. The pt noted that the stimulation covered his back but not his desired left hip area. It was noted the pt's sciatic-iliac nerves were "burned" 3 to 4 months ago pre-device implant. He was told that the permanent implant would work better than the trial period. Add'l info was requested.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not load properly. A new kit was opened to complete the procedure. The event date is unknown. The hospital reported no patient effects. The product was returned.

Event description:
The reporter/ mother contacted lfs (B)(6) on (B)(6) 2010 alleging inaccurate erratic readings on her son's one touch ultra easy meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the alleged issue with the meter began approximately five weeks ago. On (B)(6) 2010, the patient had tested his blood glucose around 5:30pm; however the reporter does not recall the reading. He takes usually around 10 units of novorapid insulin; however, adjust his insulin according to the meter readings. Reporter does not recall how much he had taken that evening. Patient had eaten a "normal" meal and had dinner around 6:00pm that evening. At 8:45pm, the patient exhibited symptoms of feeling sweaty, shaky, dazed and collapsed. The patient's father contacted the paramedics and when the paramedics arrived, the patient as treated with a glucose injection. The patient was also taken to the ER because his blood glucose was still low and was treated with lucozade and "blue sashets" of glucose. The mother did not recall what her son's blood glucose reading was on the paramedic's meter or his results in the hospital. No further clinical information was provided about this event. The reporter mentioned that on an unspecified time on (B)(6) 2010, her son tested his blood glucose and obtained a 1.2 mmol/l (21 mg/dl); however, was not exhibiting any type of symptoms. The patient did not treat himself due to the alleged low result. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The product was replaced and requested back. The complaint is being reported since the reporter alleged that due to the meter result her son may have adjusted his insulin and later developed symptoms suggestive of a serious injury and had to seek medical attention.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.